Manufacturer narrative:
Trackwise ID#: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, acrobat-I stabilizer label on box was slightly ripped and product information is not legible. No patient involvement.

Manufacturer narrative:
Trackwise ID# (B)(4). Corrected section: h-6 problem code: corrected from 2975 to 4050.

Event description:
N/a.

Manufacturer narrative:
Trackwise #(B)(4). Corrected section: d10: device not returned. The lot #25150847 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text: device not returned.

Event description:
N/a.